Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 135cm charge balloon catheter was advanced for dilation. However, during procedure the balloon ruptured at nominal pressure. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was fine. It was further reported that the target lesion was located in the superficial femoral artery. The balloon was inflated at nominal pressure.

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 135cm charge balloon catheter was advanced for dilation. However, during procedure the balloon ruptured at nominal pressure. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was fine.